Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had sensing integrity counter (sic) and was suspect of insulation damage. The lead was suspect of a fracture. The lead was reprogrammed until lead revision. The lead was revised and capped. A new lead was implanted.